Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from diaphragmatic contractions (no displacement only not optimal position) and phrenic nerve stimulation occurred. The patient was hospitalized and the pulse generator has been reprogrammed (vvi-30, lv1 to lv2 for detection and stimulation, antitachycardia therapies are still active). Later the lv lead was repositioned and the device programmed to ddd mode. Based on the last follow-up it was decided to report this event.